Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that stent thrombosis occurred. At an unknown time after a promus element plus stent was implanted, stent thrombosis occurred.